Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, white particles in the shell, and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: partial delamination of the valve, one opening crease smooth on the posterior and one opening striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure). One crease smooth opening on the posterior due to fold flaw opening. One striated opening due to surgical damage consist in the use of some surgical tool..